Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided, patient age not provided, patient gender not provided, patient weight not provided, date of event not provided. Lot number for tool not provided. Title and last name of reporter not provided. Device manufacturing date is unknown.

Event description:
It was reported that the tool got stuck inside of an implant during a procedure. The procedure was completed using another tool.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch created as the device was identified as a rhl2.5 (lot: 61567061) and not a hxl1.25 as originally reported.

Event description:
There is no update to the previous complaint description provided.

Manufacturer narrative:
One retaining 2.5mm hex drive r long (rhl2.5) was returned for investigation. Visual evaluation of the as returned product identified that the tip was worn and twisted/bent. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The reported devices were intended for an unknown tooth location. Documents reviewed: per the applicable IFU, improper techniques can lead to device failure. DHR review: DHR review for the lot (61567061) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the hex driver since the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot number (61567061) for similar events (complaint category keyword: functional: does not disengage/release) and 1 other complaint was identified under cmp-0583910. However, complaint history review could not be performed for the hex driver since the lot/item number was unknown. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, driver malfunction did occur.